Event description:
The device was used during a pph procedure for prolapse and hemorrhoids. After firing the device the surgeon inspected the staple line both digitally and with protoscope. The surgeon noted that the device fired an incomplete staple line. It is unknown how the case was completed. The surgeon was going to examine the patient at a later date to determine if additional treatment was necessary.